Event description:
Pt reported the bolus calculator on the blood glucose meter was not functioning correctly. She calculated the bolus by herself and manually entered it into the infusion device. The pt then developed diabetic ketoacidosis and was hospitalized for 10 days. The blood glucose meter was replaced and requested for eval. No add'l info was provided.